Manufacturer narrative:
Article citation: olivari, sara et al. "Xen implant fracture during needling procedure." Journal of glaucoma, december 2019 (vol 28, pages 1086 - 1089). (B)(4). Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The reported events of high intraocular pressure, fibrosis, absence of bleb, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "xen implant fracture during needling procedure" noted a patient had a xen 45 gel stent implanted in their left eye. At the 3-month follow- up visit, iop increased to 21mmhg, and the bleb appeared hyperemic and flat. Needling followed by subconjunctival injection of 0.1 ml mmc 0.02% was scheduled. During the needling procedure, extensive episcleral fibrosis around the xen was noted, and the maneuver to free up the distal portion of the implant resulted in an accidental break. The fragmented part measured 1mm at last follow-up, after 17 months from rupture, the iop was 12mmhg without any ocular medication.